Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an automatic lead safety switch to unipolar occurred due to high out of range impedance on the non-boston scientific right ventricular (rv) lead connected to this pacemaker. Review determined that impedances had been variable for approximately nine months before the out of range impedance was measured. There was oversensing of myopotential noise following the switch to unipolar, but the patient reportedly had an underlying rhythm above fifty beats per minute. No adverse patient effects were reported. This pacemaker and the non-boston scientific leads remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.